Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify prime or fill anomaly and button keypad anomaly due to blank display. Device received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was lags when pressing. Customer's blood glucose level was unknown. Customer reported that the insulin pump had no delivery alarm, plastic missing on battery cap and insulin shoot out after priming. The insulin pump will not be returned for analysis.